Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air bubbles in her reservoir and she noticed that there was more insulin in the reservoir than what should have been. Customer's blood glucose level was 240 mg/dl. Customer reported that the first reservoir that she had a problem with was (B)(6) 2019 and they were unable to fill reservoir. Customer reported that on (B)(6) 2019 she was giving herself bolus for eating and blood glucose were remaining in the 200 mg/dl. Customer stated that she went to change out set and found an air bubble in the reservoir. Approximate size of air bubbles was big pearl size. Reservoir will not be returned for analysis.